Event description:
Received information regarding a cartridge alarm 1 during the load process. Reportedly, the customer received a minimum fill alert during fill tubing at 9.8 units. Customer's blood glucose level was impacted (283 mg/dl). Customer administered a manual injection for correction. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.